Event description:
It was reported that at the user facility the device would not retain a blade. The user facility was not able to provide any further information regarding the reported event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device would not retain a blade. The user facility was not able to provide any further information regarding the reported event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported inability to retain a blade was not confirmed by a manufacturer repair technician during functional evaluation. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance, and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.